Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have a receding gum line. They will be discussing this issue with their orthodontist. Patient marked true to periodontitis at check in.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.